Event description:
It is reported that inspection of the post-op x-ray discovered that the glenosphere was not completely seated. The surgeon then reopened the pt to impact and fully seat the glenosphere.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion. Insufficient bone clearance around the base plate, interference with retractors, etc. Could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate to avoid impingement with the glenosphere. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.